Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #049756-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button has released on it's own on three v-go 40 devices with the most recent one happening this morning. Patient was not able to advise what dates the other 2 devices. The one v-go 40 device in question is available for collection.